Event description:
A consumer reported that one month following intraocular lens (iol) implant surgery, she is experiencing "a little from the iris to the right corner" of her eye, sees flickering and shining lights in the corner of her eye. At the consumer's request, the surgeon was not contacted.

Manufacturer narrative:
Eval summary: the lens was not returned for analysis. Results from the product history record review indicated the lens met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. (B)(4).